Event description:
On an unreported date, the patient was in hospital for an unspecified reason and developed peritonitis. Treatment was not reported. Patient outcome was unknown. No additional information is known at this time.

Manufacturer narrative:
(B)(4). Date of event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.